Event description:
The customer received a blood glucose reading of 134 mg/dl from her contour meter and a reading of 350 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer ended the call and customer service was not able to follow up with her. No product will be returned.

Manufacturer narrative:
The call ended before the customer's product info could be obtained. It's not possible to determine the manufacture date or 510k number without the meter info. Customer service attempted to call the customer several times after the initial call, but were unable to speak with her.